Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer rushed to hospital through emergency medical services due to high blood glucose level on unknown date. Customer¿s current blood glucose level was 184 mg/dl customer was treated with intravenous antibiotics and insulin shots high blood glucose level. Customer had urinary tract infection because of high blood sugar customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was passed out. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.